Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found; however, visual summary analysis of the lead indicated stretching and apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was damaged during extraction of another lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.